Event description:
It was reported, after drilling the oblique hole, the surgeon could not insert the distal screw into screw hole well. After the surgeon drilled the hole again and tried to insert the screw sometime, succeeded to insert.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Additionally, it was reported, the device was not returned for evaluation since the device was sent to the distribution center in japan where it was considered functional. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, after drilling the oblique hole, the surgeon could not insert the distal screw into screw hole well. After the surgeon drilled the hole again and tried to insert the screw sometime, succeeded to insert.